Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be evaluated due recessed usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred. The customer declined to perform troubleshooting for the reported issue. There was no reported impact to the customer's blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.